Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the reload was received fully fired. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The customer reported the mask registration arrows intermittently grayed out, and saved images are missing. No patient injury was reported.

Event description:
It was reported that during a laparoscopic appendectomy procedure, each time the surgeon would grasp the tissue and attempt to squeeze the trigger to fire, unformed staples would discharge from the cartridge instead of forming across the tissue. A new stapler and cartridge were used to complete the procedure. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.